Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and service code 204) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, damaging the gel fire wires in the cable and breaking the rear pulse wires on the dn. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was damaged and experiencing a service code 204.